Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 313.93, synthes lot # 4763284, supplier lot # na, release to warehouse date: may 10, 2004, manufactured by synthes brandywine, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 4.0 mm hexagonal screwdriver (p/n:313.93, lot #: 4763284) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped. The noted issues were consistent as end of life indicators for the device. No other issues were identified with the returned device. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 313.93; synthes lot # 4763284; supplier lot # na. Release to warehouse date: 10 may 2004. Manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of a 4mm hexagonal screwdriver is worn and is having trouble gripping onto the screws. No further information provided. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 4.0mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).